Event description:
It was reported that the tip of the coude catheters were straight. Also reported that, the tip of some of the catheters were too curved almost like a circle.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product was not used for diagnostic or treatment purposes, as the sample was returned unopened. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. An orange coude tip catheters was returned unopened in original packaging. The catheter coude tip had some curve. A DHR review is not required as the event is unconfirmed. However, review was completed before the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. Correction: d,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the coude catheters were straight. Also reported that, the tip of the catheters were too curved almost like a circle.